Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device delivered the wrong energy level during patient care. This issue is patient related; however there was no adverse patient outcome reported.